Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and all results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving ¿scan again in 10 min¿ and "replace sensor" messages after 9 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 at 3:50am he experienced a loss of consciousness due to hypoglycemia and was treated with a glucagon injection by a family member. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving ¿scan again in 10 min¿ and "replace sensor" messages after 9 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 at 3:50am he experienced a loss of consciousness due to hypoglycemia and was treated with a glucagon injection by a family member. There was no report of death or permanent impairment associated with this event.